Event description:
It was reported that the right ventricular (rv) lead had a sharp impedance increase, oversensing and pacing failure due to a patient fall. The lead was continuously checked and at device changeout nine months later, the lead was ok. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: intermedics-lead, implanted: (B)(6) 2011. (B)(4).